Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was a broken cps tasp. The instrument break did not occur during surgery, so there was no patient involvement.

Manufacturer narrative:
(B)(4). Visual and dimensional evaluations were performed and device exhibits signs of repeated use (nicked or gouged) and is fractured on medial side of post. All pieces have been returned. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at time of this report.